Event description:
It was reported that patient experienced effects of underdose, especially increased baseline pain. The actual residual volume was gr eater than the expected residual volume. There were no alarms. Patient came in for a refill on friday and the entire 20ml from the previous refill was aspirated. Imaging was performed and no problem was found. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8731sc, serial #: (B)(4), implanted: (B)(6) 2009, explanted: unk.

Event description:
Additionally, it was stated that the pump 'stopped working altogether'. It was examined on (B)(4) 2012 and per the healthcare provider was 'dead'. There was no alarm. In (B)(6) 2012, a catheter dye study was performed and a catheter kink was discovered. The dye was pushed through and the catheter 'was opened up but it only lasted two days'.